Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 267,915 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.